Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair. This device has not been in for service within the review period. Review of event log confirmed cassette error. Functional testing did not duplicate error. Probable cause was unknown. Upon further investigation, replaced missing battery door and verified current software. Device passed all test criteria.